Manufacturer narrative:
A ge rep evaluated the sys and the customer replaced the mother board and memory board. The sys operates as intended.

Event description:
The customer reported the sys would not complete boot up. No pt injury was reported.